Event description:
Hold b.lee 11/9/2022information was received from a manufacturer's representative (rep) via a patient regarding an external device. Nlf061742n. The reason for the call was rep said patient reported the recharger being hot. Technical services (ts) asked rep to make sure there is no damage to the device, which obviously warrants replacement, and that device is truly hot to touch before replacing the recharger. Suggested using a lower speed of recharge as well. The caller was not with the patient. Additional information was received. The patient indicated to the rep that they had to stop charging after twenty to thirty minutes, as the recharging paddle was burning their skin. The patient felt heating in the paddle of the recharger as well as the relay box of the recharger. The patient refused to try lowering recharge speed to try to address the issue. The issue was not resolved. A replacement recharger was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger.other relevant device(s) are: product ID: 97755, serial/lot #:(B)(4), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot#/serial# (B)(6) product type recharger h3: analysis of the recharger (serial# (B)(6)) found that the device was scrapped due to a no device found message and scratch marks on the recharger donut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.